Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) which appeared to be atrial driven. Additionally, loss of capture (loc) was observed on the left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.